Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel globules. This occurred on 2 occasions during use. The following information was provided by the initial reporter: customer has been encountering increased aspiration errors on their analyzers despite adequate sample volume. Multiple staff have verified seeing fine globules in the plasma portion, this also coincides with an increased instance of gel on the analyzer sample probes instrument is abbott c16000.tubes are centrifuged @ 4000g for 5 minutes on the abbott track and @2000g for 10 minutes, offline (heraeus megafuge1.0 centrifuge)fine globules have been seen in tubes using either centrifugation speeds. Staff are now inspecting samples before placing on track.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel globules with the incident lot was observed. Additionally, testing of the customer samples was performed and gel globules were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel globules with the incident lot was observed. Additionally, testing of the customer samples was conducted and gel globules were observed. Root cause description: based on the investigation, a root cause could not be determined. Bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel globules. This occurred on 2 occasions during use. The following information was provided by the initial reporter: customer has been encountering increased aspiration errors on their analyzers despite adequate sample volume. Multiple staff have verified seeing fine globules in the plasma portion, this also coincides with an increased instance of gel on the analyzer sample probes instrument is abbott c16000. Tubes are centrifuged @ 4000g for 5 minutes on the abbott track and @2000g for 10 minutes, offline (heraeus megafuge 1.0 centrifuge)fine globules have been seen in tubes using either centrifugation speeds. Staff are now inspecting samples before placing on track.